Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via ipsilateral antegrade approach. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. After a guide wire was crossed, a 2mm x 20mm x 143cm coyote¿ es balloon catheter was advanced but failed to cross the lesion. Dilation was then performed in the proximal part, but the balloon ruptured. The device was completely removed and the procedure was completed with a 1.5 × 2mm coyotees balloon catheter. No patient complications nor injuries were reported.